Manufacturer narrative:
Flow sensor cannot be calibrated. Flow sensor was replaced. Update: the problem was found during preoperational check and before patient connection. This event was due to the consumable accessories being worn out and was caused by the failure to replace the consumable flow sensor in time, and could be solved by replacement.

Event description:
Hamilton medical ag received the following incident description: flow sensor aging and defective.

Manufacturer narrative:
Flow sensor cannot be calibrated. Flow sensor was replaced. Update: the problem was found during preoperational check and before patient connection. This event was due to the consumable accessories being worn out and was caused by the failure to replace the consumable flow sensor in time and could be solved by replacement. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: no UDI available. The customer did not provide a serial number.

Event description:
Hamilton medical ag received the following incident description: flow sensor aging and defective

Event description:
Hamilton medical ag received the following incident description: flow sensor aging and defective.

Manufacturer narrative:
Flow sensor cannot be calibrated. Flow sensor was replaced.